Event description:
The customer would like the run data file investigated to determine a possible cause for the higher than expected wbc content in the platelet product. The disposable set was discarded, so is not available for return. The white blood cell count is not available at this time. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt info is reasonably known at the time of the event. This report is being filed due to a device malfunction that has potential for injury.

Manufacturer narrative:
(B)(4). The run data files (rdf) were analyzed. The rdf analysis did not find a conclusive cause of the elevated wbc content reported for this collection. Signals in the rdf indicate it is possible, though not conclusive, that the plasma line may have been partially occluded near the end of the procedure. If the plasma line does not contribute properly to the platelet pump, it could cause the flow through the lrs chamber to be higher than the system expects, possibly allowing some wbcs to escape. Orientation of the hex in the hex holder may contribute to the above. Investigation eval and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Root cause: the rdf analysis did not find a conclusive cause of the elevated wbc content reported for this collection. Possible root causes were provided in the initial report for this event. The plasma line may become occluded if the centrifuge collar is not loaded into the latch in the correct orientation. Under these conditions, the rbc line may lie on top of the plasma line and, under certain flow conditions, may cause the plasma line to pinch off. This in turn causes higher flow through the lrs chamber, which may lead to elevated levels of wbcs in the platelet product. Internal capas have been initiated to evaluate reports of elevated wbc counts.